Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and stated the pump screen was frozen. The customer stated she changed her site and it was delivering, took a shot during the night woke up it was over 300mg/dl, after she got it was over 600mg/dl. The pump showed it was delivering; filled cannula and she did not see any insulin. Customer also experienced low blood glucose of 39mg/dl, treated with a soft drink and manual injection. The customer declined the low blood glucose troubleshooting, she attributes it to taking a shot of insulin and she stacked. The customer will call back when they have the tubing clamps to perform high pressure test.